Event description:
It was reported during the procedure then the physician was adjusting and positioning the subject stent, the delivery wire was withdrawn resulting in premature deployment of the stent inside the microcatheter. The microcatheter and stent were withdrawn and replaced. The procedure was completed successfully with no clinical consequences to the patient.